Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope fiber bonding in the outer tube area (distal end) is damaged, the laser light cable (llk plug) of the video cable section contains foreign material. There was no patient involvement.